Event description:
It was reported that the device was used during a laparoscopic right colectomy. It was reported by the rep that during the procedure the surgeon was trying to reload the device and the anvil dislodged. There was no consequence to the pt.